Event description:
It was reported that the infinity central station (ics) and infinity acute care system (iacs) intermittently displayed st parameters as. No adverse patient impact was reported.

Manufacturer narrative:
Draeger reviewed the logs and confirmed the reported event. The log review found multiple ECG alarms, including ¿ECG artifact,¿ ¿arr cannot learn lead ii,¿ and ¿cannot analyze st.¿ the instruction for use provides guidance on how to interpret parameter readings of and provides users with definitions of the alarm conditions. These alarms were indicative of problems with the quality of the ECG in which the monitor was unable to calculate the st values. If the monitor can¿t calculate st values, it would be expected for the related parameters to be displayed as or to have continuously changed. The quality of ECG can be affected by a variety of factors, and in this case, it was affected by the neutral electrode switching back and forth between leads and due to patient movement. When this behavior occurred, the st waveform set to zero for about 4 seconds, and the waveform briefly went flat. This behavior known as autoblock has been planned to be improved by draeger for a future software release.